Event description:
The patient underwent CABG with placement of the lima to the lad and svgs with connectors to the rca and diagonal/om. One hundred and thirty-six days postoperatively, the patient had a non-q-wave mi. The svg-rca was 60% stenosed at the connector with 90% distal stenosis at the rca. Two stents were placed. The svg-diagnonal-om was occluded and the diagonal graft was stented. A stent was also placed in the lima graft. Eighty-five days following the first intervention, the svg-rca was 90% stenosed at the connector and ptca/brachytherapy were perofrmed. The diagonal had 90% in-stent restenosis and the om was stented.